Manufacturer narrative:
Evaluation completed. One opened bl5625 pouch from lot v6413 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle is binding up and intermittently cutting. The cutter was not functioning properly. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2 see 1920664-2016-00229.

Event description:
The user facility reported the cutter/pack primed and passed during set-up. However; during the cutting portion of the procedure the cutter would not cut properly. There was patient contact, but no impact to the patient. A new pack was opened, and they were able to proceed with the surgery with no issue.